Manufacturer narrative:
The reported event was not confirmed. The service evaluation found a worn out motor but the pump did not show an intermittent function.

Event description:
It was reported that during a shoulder surgery the pump stopped and could not be restarted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.